Event description:
Reportable on analysis completed on 12 august 2022. It was reported the closure device was unable to deploy. A left atrial appendage (laa) closure procedure was performed and a 30mm watchman laa closure device and delivery system (wds) was attempted to be used. However, the closure device was unable to deploy. Another wds was used and the closure device from the new wds was successfully implanted. There were no patient complications. However, device analysis revealed kinks on the delivery system and evidence of the closure device being deployed.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a 30mm watchman delivery system with the implant in the sheath and blood in the device. The implant, sheath, hub, core wire and tip were microscopically and visually examined. Inspection found numerous kinks in the sheath, and abrasions on the inside of the sheath at the tip. The core wire was kinked 3.5cm proximal of the tip. The tip was damaged as the marker band was kinked and folded inward. The implant had anchor damage. The observed tip and anchor damage is consistent with deploying and recapturing the implant and then redeploying in the anatomy. There was no other damage or defect found. The implant was deployed during analysis with some resistance as the core wire was snaked inside the sheath. Product analysis could not confirm the reported event as clinical circumstances could not be replicated.